Event description:
It was reported that during an unknown procedure, the blade of the 1st device was broken off. The broken blade was removed from the patient. Regarding the 2nd device, the actuation sound became not to be heard. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device a was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade. A batch record review was performed and no anomalies were found during the manufacturing process. The device b was returned with the tissue pad melted and partially detached. The device was connected to a test handpiece and generator and it did activate during functional testing. No abnormal sounds were heard during activation. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. A batch record review was performed and no anomalies were found during the manufacturing process. Device b additional information: batch # j90t2c, expiration date: 03/2017, manufacturing date: 04/2012.